Manufacturer narrative:
The patient, device, and impact codes were corrected. The shocks delivered were appropriate for intrinsic vt. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Patient received 8 appropriate shocks for vt. After first shock, noise was visible on rv pace/sense channel. Elevated pacing threshold and decrease in pacing impedance observed on interrogation after. Should additional information become available, it will be added to this file.